Event description:
Per the surgeon, in 2008, (estimated date), the patient presented with a skin flap infection. The patient's mother reported the patient would not wear the sound processor and there was pus coming from the site. The patient was treated with IV antibiotics. The device is now partially extruding. Several options were discussed as a solution to the problem: explantation of the device, revising the skin flap and/or repositioning the implant. Due to the degree of infecton the surgeon is considering explantation of the device. No explantation/reimplantation plans were provided at the time of this report, august 14, 2008.